Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a fresenius dry acid mixer smoking from the control panel. The bmt stated they did not find any evidence of any component being burned in the control panel. Upon follow-up, the bmt confirmed there was no visible flame, and confirmed that no smoke alarms at the facility went off. The bmt stated they replaced the control panel and fill valve assembly to resolve the reported issue. It was confirmed there was no patient involvement. The machine is back in service and the faulty parts were discarded.

Event description:
A user facility biomedical technician (bmt) reported a fresenius dry acid mixer smoking from the control panel. The bmt stated they did not find any evidence of any component being burned in the control panel. Upon follow-up, the bmt confirmed there was no visible flame, and confirmed that no smoke alarms at the facility went off. The bmt stated they replaced the control panel and fill valve assembly to resolve the reported issue. It was confirmed there was no patient involvement. The machine is back in service and the faulty parts were discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). Investigation determines that there was causal relationship between the objective evidence and the alleged event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The alleged event is confirmed.

Event description:
A user facility biomedical technician (bmt) reported a fresenius dry acid mixer smoking from the control panel. The bmt stated they did not find any evidence of any component being burned in the control panel. Upon follow-up, the bmt confirmed there was no visible flame, and confirmed that no smoke alarms at the facility went off. The bmt stated they replaced the control panel and fill valve assembly to resolve the reported issue. It was confirmed there was no patient involvement. The machine is back in service and the faulty parts were discarded.